Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore, a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center reporting air in the patient line during a check patient line alarm in the initial drain on the home choice (hc). The technical service representative (tsr) instructed the home patient (hp) to pull up/down on the lines near the door, close/open the transfer set, slide the patient line clamp down the line, check the lines for kinks, fibrin and air. Per the hp, there were small air bubbles in the patient line and the alarm repeated. The tsr advised the hp she would need to start over with new supplies. The tsr assisted the hp to end therapy. The hp would start over with new supplies. The home patient (hp) contacted product surveillance (ps) on (B)(6) 2012 regarding the air in the tubing and the check patient line alarm. The hp did not notice anything unusual at the time of the alarm. The hp stated she resumed therapy when she started over with new supplies. The hp stated she followed up with her peritoneal dialysis nurse (pdn) and she checked out the hp's catheter. There was patient involvement. No patient injury was reported.

Manufacturer narrative:
(B)(4). This complaint for a air in the tubing-without alarm is not confirmed and the assignable cause is undetermined because the disposable set was not returned to baxter, lot number was not provided for batch review and user did not describe any types of use errors or other issues that might have caused the air in tubing-without alarm issue.